Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed hardware prompt in fridge. A customer mentioned that when tried to pull a medication for a customer it showed drawer failure from the fridge. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Therefore, complaint history review (chr) and the device history review (DHR) cannot be performed. Upon investigation of the actual device used in this incident, it was determined that the device had failed hardware prompt on fridge. The technical support specialist confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.